Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred after filling the cartridge with 300 units of insulin. The customer's blood glucose level ranged from 183-184 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.